Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the self test, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The no delivery alarm is not for the mmt-1712 model pump. The insulin flow blocked alarm functioned properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms were noted during testing. The pump had a high sleep current measurement due to moisture damage on the electronic assembly. The motor had moisture damage. The pump had minor scratches on the display window, a scratched case, a pillowing keypad overlay, keypad overlay texture damage and a cracked keypad overlay at the select button.